Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
It was reported that while in use the ventilator generated a "check vent: backup alarm failed". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and found the error code in the ventilator diagnostic logs indicating the 'backup alarm failed'. The service technician provide the customer a quote for service/repair and replacement of the central processing unit (cpu) to address the reported issue.

Manufacturer narrative:
G4: 19jun2020, b4: 19jun2020. It was reported that the manufacturer¿s international service technician could not duplicate the reported issue and only found the error code 'back up alarm failed' in the ventilator diagnostic report. The customer decline service/repair of the device and the unit was return to the customer without repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.